Event description:
On (B)(6) 2021, the patient reported two raised lumps with tender inflamed skin. On (B)(6) 2021, the patient reported lesions opened up leaving two open wounds. The patient was prescribed antibiotic ointment, chlorhexidine wash twice a day, and a week course of doxycycline.